Event description:
Additional information was received indicating that lead damage was suspected, but not confirmed.

Event description:
Additional information was received that the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that no therapies were delivered during episodes of ventricular fibrillation. Episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. A revision procedure is anticipate, but no further intervention has been performed. The patient was stable and will continue to be monitored.